Manufacturer narrative:
A male experienced restenosis approximately eight months post implantation of a cypher stent. This report originated from the study. The event involves a patient with a medical history of a previous percutaneous coronary intervention (pci), hyperlipidemia, hypertension, and current smoker. The patient's gender and medical history places him at increased risk for development of mace. The patient underwent a stage procedure for two-vessel disease involving the left anterior descending (lad) and mid right coronary artery (rca). This was an elective pci indication for treatment was unstable angina pectoris. The first pci was performed to treat the lesion in the lad. The lad was described as a moderately tortuous native vessel, with a reference vessel diameter of 3mm, and length of 20mm. The lesion was an in-stent restenosis of a previously implanted trimaxx bare metal stent. The use of aspirin was documented prior to the procedure. The patient was receiving vitamin k for atrial fibrillation . Intra-procedure medications included unfractional heparin and clopidogrel. Pre-dilation was conducted before implantation of a cypher (2.75x23) using a deployment pressure of 14 atms. Post- dilation was conducted to fully expand the stent. Intravascular ultrasound was conducted. The procedure was successfully completed without reports of patient injury. Post-pci medications and discharge medications included aspirin, clopidogrel, and vitamin k. Approximately one month later, the patient continued the stage procedure and underwent an elective pci to treat the lesion in the mid rca. Vessel characteristics are unknown. It is unknown if pre-dilation was conducted before implantation of a cypher (2.5x33) at an unknown deployment pressure. The procedure was successfully completed without report of pt injury. The patient had been on aspirin and clopidogrel with good compliance since the last pci. The patient was asymptomatic at the six month follow-up. Approximately eight months post the index procedure and nine months post the first cypher implantation, the patient developed stable angina pectoris. A re-pci was conducted revealing the presence of a significant focal restenosis in the mid rca subsequently treated with balloon angioplasty. There was no restenosis on the mid lad at the site of the previously implanted cypher. An intermediate lesion on the ostium of the left main was treated with implantation of a taxus stent. The procedure was successfully completed without report of patient injury. The products remain implanted in the patient;thus unavailable for analysis. A device history record (DHR) review of the involved lot number i0606049 revealed the product met quality requirements for product acceptance. Conclusion: restenosis is a known adverse event post stent implantation often associated with the progression of cardiovascular disease. There are patient factors that may have contributed to this event. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
This is an initial and final report for this event. The following report was received from the clinical study: the index procedure in 2006, was treatment for a restenotic lesion in the mid-lad previously treated with a trimak bare metal stent. The next month, a staged procedure was performed at the mid rca and a device was implanted. The patient remained asymptomatic at six month follow-up. Three months later, during a routine visit, stable angina pectoris, atrial fibrillation and focal in-stent restenosis was confirmed in the cyber stent implanted at the mid-rca and was treated with poba. An intermediate lesion on the ostium of the left main was also found and treated with stent implantation. The cypher stent at the mid lad remained patent.